Manufacturer narrative:
(B)(4). Date sent: 9/23/2024, b3: exact event date unk, entered 1/1/2024 as only the year was provided. D4: batch # 520c04. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage with the jaws and trigger in the close position. In addition, the knife was noted as partially advanced, the knife reverse switch was activated and the knife returned to the home position as expected. Also, a gst45w reload was loaded in the device. The reload was received unfired. The device was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. In addition, a tyvek and an opened packaging reload were received along with the device. It should be noted that a 60mm device is designed to work only with 60mm reloads, verify that the reload size matches the instrument size to be used, for further loading instructions please refer to the echelon flex 60 powered IFU. It should be noted that in order to fully returned the knife to it home position the fourth stroke must be completed. Please reference the instruction for use for more information. Device history review: a manufacturing record evaluation was performed for the finished device batch number 520c04, and no non-conformances were identified.

Event description:
It was reported that during an unk procedure, the device can't fire. No patient consequences were reported.